Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was functionally/visually inspected in the field. The device was repaired and returned to use. 3 devices were not evaluated and no cause was determined, as the customers did not make the devices accessible for testing. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 4 malfunction events, where it was reported the devices experienced brakes cannot be engaged. There was no patient involvement.

Manufacturer narrative:
The device originally was not available for testing, but was made available and was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service. Codes have been updated to reflect this.

Event description:
This report summarizes 4 malfunction events, where it was reported the devices experienced brakes cannot be engaged. There was no patient involvement.

Manufacturer narrative:
Upon completion of the investigation on one of the devices; it was determined that it was not experiencing the issue brakes cannot be engaged. The count of events has been corrected to reflect this.

Event description:
This report summarizes 3 malfunction events, where it was reported the devices experienced brakes cannot be engaged. There was no patient involvement.